Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately one year and two months post hvad implantation, it was reported that the patient experienced an alarm when he was attempting to exchange a battery on port two while another battery was still connected to port one of the controller. All the batteries and the controller were replaced and the patient had no issue during the controller exchange. There was no reported patient injury as a result of this event. Preliminary review of log files revealed a loss of power near the reported event date. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed. Log files revealed a loss of power to the controller which would have resulted in a continuous no power alarm. Analysis of the controller revealed that the device met specifications. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2014-00894 and 3007042319-2015-01372, 01373) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.